Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for temperature, cutter insertion and lock operation. It was further determined that the ball bearings fell apart, are missing balls and the casing was missing. The extension sleeve was also damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device bearing is failing. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation of the returned device by reliability engineering, it was determined that the reported condition of the bearing on the device was failing was confirmed. The device was tested and was found that a cutter could not be inserted into the device. During repair, it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The assignable root cause was reported in error. Please see updated device evaluation below: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation.  Once the investigation has been completed, a supplemental medwatch will be submitted.  If additional information should become available, a supplemental medwatch will be submitted accordingly.¿